Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was continuously receiving a no data reading. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of no data reading was not confirmed. A root cause could not be determined.